Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery and displayable history crc check failed on startup alarm confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, self test, rewind test, basic occlusion test and prime test. No other alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and cannot clear it. The customer¿s blood glucose level was unknown at the time of the incident. Customer received iop test failure error. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.